Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no kinks and the device appears to be in good conditions. It was observed the fluid leaks when the catheter was flushed due to an open hole in the lap joint. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 11may2015. It was reported that catheter sheath leak occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending (lad) artery. An opticross(tm) imaging catheter was selected to view the target lesion. During procedure, it was noticed that the saline was leaking from the kinked portion of the connection part between the transparent and blue portion of the opticross(tm) imaging catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole in the lap joint.